Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date in year 2007: patient presented with following pre-op diagnoses: recurrent left l4-5 disc herniation, with postlaminectomy pain syndrome. For which, patient underwent following procedures: re-exploration and redo micro l4-5 discectomy, decompressive facetectomy, transforaminal interbody arthrodesis with cage and recombinant human bmp-2 bone graft, and posterolateral arthrodesis of l4-5 with decompression autograft and the pedicle screw instrumentation, l4-5. A small package of rhbmp-2 was employed and a 14 x 26 mm trial was placed with excellent vision on intraoperative fluoroscopy and a 14 x 26 cage was selected, filled with one sponge of the rhbmp-2 bone graft and a second cage of the rhbmp-2 bone graft was placed contralaterally and interiorly in the interspace. The cage was then gently tamped into place, with excellent restoration of disc height and preservation of the foramen.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.